Manufacturer narrative:
This device has not yet been received by this manufacturer; consequently an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.

Event description:
The complainant reported that a pasv port was placed in 2005, for therapeutic chemotherapy with no problems. In 2006, while flushing the port prior to chemotherapy, the patient complained of discomfort at the insertion site. Five days later, the device was observed under x-ray by dr. Where it was noted to be in-operable. Therapeutic treatment was continued orally. Thirdteen days later, the device was removed successfully and replaced with another pasv port. Upon removal it was noted that the catheter was separated from the port. No serious injury was identified by the complainant as a result of the reported problem and the patient's condition remains stable. There was no indication from the complainant of any additional adverse effects to the patient as a result of the reported problem.